Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (600 mg/dl range) and the cause was not known. The ketone level was moderate. The infusion set was changed twice. The school nurse administered an insulin injection to address the high bg level. A pump system check was performed and no device issue was identified. The customer had reported a valid resume pump alarm due to the customer stopping insulin to check the tubing. The resume pump alarm was not related to the high bg. The customer reported to have been using expired insulin and the humalog was used in the cartridge for 3 days versus the labeled 48 hours. The customer and contact had no further questions.